Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that during an implant procedure, the left ventricular lead lv2 pacing impedance was undefined and noise was noted when using pacing configurations with lv2. The physician intended to use lv3 or lv4 as the cathode so the lead was implanted and remains in use. No patient complications have been reported as a result of this event.